Event description:
Multiple patient samples for urine drugs of abuse (doa) screening test were initially erroneously reported due to analyzer issues on roche cobas c502 line 1. Upon discovery, patient samples were repeated, corrected if applicable, and providers were notified immediately in next 2 days. Multiple components of the drug screen were impacted. Add case approximately 9 months earlier¿ nozzle related impacting doa, retrieve service reports from roche, no special wash at that time, roche was aware of the issues. Amph erroneously positive on line 1, line 2 negative. Background: urine doa panel consists of 10 components: amphetamine, barbiturates, benzodiazepines, cocaine metabolites, methadone, opiates, oxycodone, pcp, tricyclics, thc. Test is performed on the roche c502 analyzer, both lines 1 and 2.